Event description:
It was reported that during a colon resection with the enseal instrument and the top jaw broke off during the resection. It wasn't indicated if the broken part of the jaw fell into the patient. A second enseal instrument was used to complete the procedure with no consequence to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Batch # unk.

Manufacturer narrative:
(B)(4). Batch #k90v9r. Conclusion: the device was returned with the jaws misaligned and not broken as reported in the event description. In addition, the cable cut off. Upon inspection under magnification of the jaw it was noted that one of the retention pins that holds the jaws in position was sheared off. The condition of the jaw prevented the functionality of the device. The instrument was unable to fully cycle open and close. Due to the returned condition of the device (cable cut off), no functional testing could be performed with the generator. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.